Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. He was having issues with high blood glucose levels because of air bubble in the infusion set and reservoir. The insulin pump had a crack. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.